Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient had experienced a loss of stimulation. The patient mentioned that they were on program 2; group a was for both her legs however she was not feeling anything in her right leg. It was stated that the patient had increased the setting on program two as high as it could go and was still not getting coverage in the right leg. She did decrease setting back down again. Finally, the patient noted that she felt stimulation earlier in the day however it changed that evening. She decided she was going to contact her healthcare professional (hcp).

Event description:
Additional information was received from the patient on may 31st 2016 stating that they had notified their physician about the loss of stimulation and they went over the program again with them. The loss of stimulation had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.